Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, inappropriate auto mode switching episodes were noted. The patient was asymptomatic. No intervention was performed.